Event description:
It was reported that after trying to pull back on the wire through the sheath, the end of the wire sheared off into the common femoral. The wire was the same wire that came with the set. The doctor then successfully went contralateral and sheared the wire and retrieved it out of the pt. The pt was reported in stable condition, no adverse effects have been reported.

Manufacturer narrative:
(B)(4) - separation is not specially addressed on the caution label. Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Only the end of the wire was returned for our eval. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In the abscence of any detail concerning this complaint the root cause cannot be determined. Root cause in inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.